Event description:
The customer reported that the central nurse's station (cns) application froze and rebooted unexpectedly. No patient harm or injury were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed stated that nurses reported to him cns device froze and rebooted unexpectedly. Customer inquired about the possible causes. (B)(4)support assisted customer in troubleshooting the hardware. Cns's storage showed no errors. Device was confirmed to be operating normally. (B)(4) support recommended cleaning device of dust. Customer agreed to perform the preventative cleaning. Service requested: troubleshooting. Service performed:(B)(4) support assisted customer in troubleshooting the hardware. Cns's storage showed no errors. Device was confirmed to be operating normally.(B)(4) support recommended cleaning device of dust. Investigation results: operator's manual, revision a, requires device to undergo fan check every six months to ensure rear fan was operating optimally, that there is no excess dust accumulated. Although the root cause could not be determined based on the available data, customer had not reported the issue again after cleaning.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application froze and rebooted unexpectedly. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) application froze and rebooted unexpectedly. No patient harm or injury were reported.